Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting pacing impedance measurements greater than 2000 ohms as well as increasing pacing threshold measurements. The physician plans to continue monitoring the situation. No adverse patient effects were reported.